Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number:

Event description:
It was reported that a 29-year-old female patient underwent a primary breast augmentation surgery with 400cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture in the left breast and device migration of her right prosthesis, which were confirmed during a physical exam. As a result, the patient had a capsulotomy and mastopexy on (B)(6) 2022 and underwent removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-01929 for the contralateral event.